Event description:
It was reported that pt underwent total hip replacement in early 2008, in which he received durom acetabular components. Post-op, pt experienced pain and in six months later, revision was recommended by his surgeon.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.